Event description:
Additional information received from the patient confirmed that lead wasn¿t working on the right side (due to scar tissue the lead could not be ¿put in all the way¿ so stimulation did not go all the way to their feet) and was revised. The patient also reported that they had arthritis in their back and fibromyalgia and noted that the therapy helped this but still always had pain. They knew it helped because once they turned the stimulation off and could barely move due to the pain. This was on the patient¿s right side and no one figured it out what it was from. In addition, the patient had a lump on the inside of their right thigh which was removed and found to be a fatty growth the ¿felt funny¿. The lump was the size of an apple. The patient stated that they had right thigh pain again.

Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the lead had not been put in correctly at first. It was noted that only one side (right side) was working for them after implant. The patient stated that the implanting health care professional (hcp) had not put the lead close enough to the spine due to scar tissue being where the lead was supposed to go and it therefore did not fit right. As a result, another hcp revised the lead after the manufacturer representative had helped determine what was wrong. It was reported that this revision occurred on (B)(6) 2014. The patient stated that the hcp had taken out the battery to realign it and moved the lead closer to the spine. After the revision on (B)(6) 2014, the patient had stimulation going down the right leg as desired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.